Manufacturer narrative:
The medium-large clip applier instrument was received, and failure analysis found the instrument to have a loose grip cable at the grip hub. The instrument failed the intuitive imprecise motion test. A clip test was performed and failed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Section a additional patient information: body mass index (bmi) of 30.42 kg/m2 with a height of 154.9 cm.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the medium-large clip applier loaded efficiently but when the surgeon attempted to clip the duct, the clip fell off the instrument. The surgeon attempted 3 clips before switching to a new clip applier. 3 clips fell into the patient and all 3 clips were retrieved with forceps, confirmed by visualization. The procedure was completed robotically. After the case, upon inspection, the teeth of the instrument were slightly bent. No additional procedure was required, and no post-operative tests were performed. The patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object. The clips were discarded.